Event description:
It was reported that prior to implant attempt and during prep, the physician could not get a 0.014 guidewire through the end of the lead. Therefore, the guide wire was back loaded and then the physician tried advancing through the tip however, the guidewire would not advance. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies noted.